Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets.

Event description:
It was reported that the customer experienced a blood glucose (bg) of "high" on the cgm. Reportedly, elevated bg level was due to a non-tandem infusion set leaking insulin. No additional information was provided. Multiple attempts were made by tandem technical support to address the high bg, however, no response was received. The infusion set brand and manufacture was not provided.